Event description:
It was reported that the patient had bad stomach and back pain. The patient had come off of four years of a tough time. The patient was misdiagnosed and internal hernia was not found. As a result the patient was on dilaudid for 6 months which killed his muscles and "everything else." As a result, the patient had device implanted. The patient was having severe pain in back and stomach and the reporter wanted to make sure device was working correctly. The patient was admitted to the hospital. The patient had back pain for 4 years (prior to device implant). The reporter was not sure if the device was causing any pain now. They were wanting to eliminate if it is causing problems by having ins checked by a manufacturer's representative. The patient had been vomiting today due to pain. The patient hadn't been able to eat but did eat breakfast yesterday morning. The patient vomited broth eaten last night. They were trying to see if issues were emanating from gi tract or ins. The patient was taken to ER last night and got out this morning. Now the patient was being admitted to hospital. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was gastroparesis flare up. It was unknown if hospitalization was required and the patient outcome was noted as no injury. The patient had not been seen by the reporter since (B)(6) 2011.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).